Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with episodes of post-paced t-wave oversensing, which were recorded as non-sustained right ventricular oversensing episodes. The patient stated they had no symptoms associated with the time of the episodes. No programming changes were made at this time. There were no patient consequences.